Event description:
It was reported that air was mixed into the sheath during aspiration. During a cryoablation procedure a polarsheath was selected for use. After the sheath was inserted into the left atrium (la), when the dilator was pulled out and the reverse blood was drawn to release air, air was continuously mixed in. The sheath was replaced with another of the same model. The procedure was completed with no patient complications. The device is expected to be returned for analysis.

Manufacturer narrative:
The polarsheath was returned to boston scientific for laboratory analysis. A visual inspection found visible blood on the outer surface of the hemostatic valve along with a tear in the valve that would allow leaks. Functional testing was performed that included an aspiration, hemostasis, and positive air pressure tests. Air was visible in the flushing line during test/syringe vacuum for the aspiration test. During the hemostasis test performed without a dilator inserted, the sheath could not maintain a minimum pressure of 5.5 psi and water could be seen coming from the proximal end of the sheath. The sheath failed the air pressure test as a gross leak. Laboratory analysis confirmed the reported clinical observation.

Event description:
It was reported that air was mixed into the sheath during aspiration. During a cryoablation procedure a polarsheath was selected for use. After the sheath was inserted into the left atrium (la), when the dilator was pulled out and the reverse blood was drawn to release air, air was continuously mixed in. The sheath was replaced with another of the same model. The procedure was completed with no patient complications. The device is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.